Event description:
A customer reported experiencing a low blood glucose level below 42 mg/dl, which prompted a visit to the emergency room. Cause was unknown. Treatment included apple sauce, juice, intravenous fluids, and glucose, which successfully resolved the issue without causing injury or permanent damage. The customer was released the next day. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.